Event description:
It was reported that during patient planning, as soon as the transducer was connected to the ultrasound system, the system displayed a usacquisitionhw_40_0 error message. There was no patient study being performed at this time. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.